Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on (B)(6) 2004, patient underwent following procedure: right and left endoscopic l5-s1 laminotomy; left endoscopic l5-s1 fasciectomy with operative microscope; endoscopic left l5-s1 radical discectomy with microscope; left endoscopic partial l5 vertebrectomy done with microscope; endoscopic right s1 partial vertebrectomy done with operative microscope; posterior interbody arthrodesis, l5-s1 done endoscopically; endoscopic placement of intervertebral cage prosthesis, l5-s1; endoscopic bilateral pedicle screw rod fixation l5-s1; bilateral posterolateral arthrodesis done endoscopically; local bone autograft; placement of medium sized package of rhbmp-2/acs; interpretation of multiple anterior, posterior and lateral c-arm images pre-op and post-op diagnosis: degenerative l5-s1 disc, painful on discogram; incapacitating low back pain, non-responsive to non-operative treatment implants used: posterior pedicle screw rod system of titanium; peek plastic cage as per operative notes: ".. An osteotome was then used to complete partial vertebrectomies at l5 and s1 to create a flat surface for placement of peek cage, first sized, and then a 15 mm cage was placed. A half of the rhbmp-2/acs was placed anterior to the cage, and then the cage was packed with morcellized local bone graft.. Bone graft and rhbmp-2/acs was placed into the lateral gutter on the left side.. On the right side rhbmp-2/acs was placed into the facet joint and also into the lateral gutter along with some remaining local bone graft placed and tied out once again.. Patient returned to recovery room in stable condition."

Event description:
It was reported that the patient had rhbmp-2/acs implanted during an unspecified surgery. Post-op, the patient broke out in blisters following the surgery. The patient states she needed a revision surgery. The patient stated, "the medtronic infused bone deteriorated the titanium cage right out of me. I had extra bone grown and dr had to toggle it out and take it out piece by piece." The patient reports that she has been sick since the 2004 surgery and that the doctor "had to add another screw because the bone infusion ate the titanium." The patient states she was put on 27 medications for the pain and she is now off meds since having ins. The patient claims to have undergone metal testing with her dermatologist and she is severely allergic to silver nitrate, causes her to break out in blisters. In 2009, when the ins was put in, she claims to have been covered in blisters from head to toe right after and she was deathly ill. The patient also claims to have developed lesions all over on her right arm and was running a fever of 103 following ins implant. The patient states she had low white blood cells. The patient states, "I've been sick for 10 years and it's damaged my body." She claims to have white dots and black holes from head to toe and open lesions. The patient reports that she is now in a study. The patient also mentioned having a hysterectomy on (B)(6)-2014 and says the gynecologist "said she never seen a uterus like this it was like a sponge. She feel its due of the reports of bmp2 attacking womens uterus." No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.